Event description:
Reportedly, after firing, could not pull back the device since the tissue was not cut. Left the anvil in colon, removed the instrument from the patient. Then, removed the anvil by cutting colon. The surgeon opened another eea, and performed re-anastomosis. The surgery was extended more than 30 minutes. There was no bleeding. The pt is in good condition. Procedure: lar w/end-to-end anastomosis.

Manufacturer narrative:
4/27/2007: initial report sent to FDA.